Manufacturer narrative:
The device was returned from the field and was evaluated. Visual inspection did not find any anomalies. Pacing, low voltage and high voltage impedance were tested and did not find any anomalies. The root cause of the sensing and impedance anomalies was not confirmed.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to intermittent pacing lead impedance and r-wave sensing values. There was also noise episodes noted on the rv lead. No damage was noted on the lead during the replacement procedure, and an issue with the device header was suspected. The device was also explanted and replaced and the patient was stable with no consequences. Related manufacturer report number: 2938836-2017-30772.